Event description:
It was reported that the device's d downstream occlusion (dso) seal was coming off and that the device had error code 41786 on startup. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the customer reported issue was dso (downstream occlusion) seal coming off and error code 41786. The reported issues were confirmed through visual inspection. The customer reported issue was resolved by replacing the dso seal and reinstalling software. The device passed all functional and delivery tests performed after the repair activities were completed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.